Event description:
On (B)(6) 2013, a reporter contacted lifescan (lfs) for the lay user/patient alleging her one touch ultramini meter was displaying an ¿error 1¿ message. Per the owner¿s booklet, an error 1 appears when there is an issue with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue began on (B)(6) 2013, at 10:15 a. M. It is not known what medications, if any, the patient takes to manage her diabetes. The reporter claimed the patient continued with her usual diabetes management routine in response to the alleged issue. At an unspecified time after the alleged issue occurred, the reporter stated the patient developed symptoms of ¿blurred vision and increased thirst¿. The reporter stated that the patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.